Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal didn't go through the straw. The maquet field clinical representative received clarification from the cvor nurse that this meant "did not load properly". A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader and the plunger had not been depressed. The seal and the seal subassembly were left inside the loader device. No evidence of blood was seen inside the deployment tube. It appeared that upon attempting to remove the delivery tube, the seal got stuck in the loader device and was left behind. Closer examination showed that the seal got stuck between the two tabs within the loader. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.